Manufacturer narrative:
Notes about g section: g1 manufacturer site postal code is 757438, g1 manufacture site phone is 63737200. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a vizigo sheath and when the sheath was in the body when the medical team noticed it was leaking back through the valve. The sheath was replaced and the issue resolved. The procedure continued with no further issues. No patient consequences were reported.

Manufacturer narrative:
On 23-feb-2026, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a vizigo sheath and when the sheath was in the body when the medical team noticed it was leaking back through the valve. The sheath was replaced and the issue resolved. The procedure continued with no further issues. No patient consequences were reported. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual and microscopical inspection of the returned device were performed in accordance with j&j medtech procedures. Visual analysis of the returned sample revealed that the valve was broken. Additionally, the electrical cables and connector were cut and not returned. A microscopic examination of the hemostatic valve surface showed stress marks and damage. This condition could be related to the incorrect insertion of the dilator into the sheath; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record review was performed for the finished device 73000019 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed due to the broken valve condition could be related to the leakage issue described by the customer. The potential cause of the valve issue could be related to the handling of the device during the procedure; however, this could not be conclusively determined. The connector cut condition could be related to the handling/shipping of the device after the procedure; however, this could not be established conclusively. The connector cut condition is unrelated to the reported event. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).